Event description:
Enuresis device alarm got very hot at night under normal use. The device was worn by my daughter when this happened. It was around 10pm at night and she had worn the device for the first time that night. She was in bed for under 30 mins when she complained of a hot feeling on her neck. She removed it and put it aside. Every time the battery get placed in the device it gets hot. This is not to be confused with warm. It is hot. So hot that it could easily burn the user at night. Discontinued use and returned to the MFR.